Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output and a severe low. Patient suffers from short term memory loss but stated that he does not remember getting an alert. Patient stated his mother is a rn and came to his assistance and gave patient sugar and orange juice to treat the low. Dexcom has issued an rga for patient to return device to be investigated. At the time of the call, patient reported feeling ok.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm intermittent audio output.